Event description:
2000 - right tibia and fibula fracture with open reduction and internal fixation. In 2001 - the patient presented to the emergency department reporting hearing a popping noise and has had pain to right calf. ER x-ray - plate on the fibular side has fractured at the third screw hole site. There is medical angular deformity. Three months later, pt admitted for surgical removal of failed hardware, right tibia. Repair of nonunion of right tibia with intramedulary rod.